Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device seal was intact. No physical damage was noted on the pump. The event history log (ehl) showed a high alarm displayed, cassette not attached properly, and high alarm silenced, cassette not attached properly. Performed functional tests and the issue was duplicated and the reported cause was due to that the downstream occlusion sensor (dso) was inoperable. The technician replaced the block and adjusted the grub screw to correct the reported issue. The root cause of the reported issue was unable to be determined.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error code 1660. No adverse effects were reported.